Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9, g-3, g-6, h-2, h-3, h-6, h-11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The product information was observed in the photograph. There were no visual defects observed. Due to the non-return of the device, we are unable to confirm the reported failure "failure to deliver energy". The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply did not power up, no led lights, etc. The problem was discovered before it reached any patients, no patient effects.